Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication sled had failed. A field service engineer (fse) found no drawers detected and a failed communication sled with no lights on the vertical board. The fse replaced the communication sled, and the issue was resolved. The engineer verified drawer detection and operation in diagnostics, confirming full functionality. Proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 displayed an error stated that the medication adapter driver was not started and execution could not continue. After pressing ok, the message indicated that continuation failed and instance continue. The customer restarted the station, but the same issue occurred, and a hard reboot was performed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.